Event description:
When preparing the balloon (subject device) for an intracranial stenting of the left middle cerebral artery, it was noticed that there was a hole in the balloon when it was flushed. The device was not used. The physician used another balloon to complete the procedure. The pt is reported to be "stable".